Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter ¿said and did nothing¿ when she tested with blood. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue began. The patient manages her diabetes with oral medication, diet and exercise and advised that in response to the alleged issue, at 12 p.m., on (B)(6) 2017, she consumed less food and/or drink. The patient advised that an unknown time after the alleged issue occurred, she developed the symptom of ¿sore finger¿ due to repeated testing. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the alleged issue remained unresolved. The subject products were requested back for investigation and replacements were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.